Event description:
After having a stent placed in the left internal carotid artery (ica) the pt suffered an adverse event of paralysis on the right side of his body and aphasia. The pt was diagnosed with a stroke. The patient is a male. The target vessel was tortuous and the rate of stenosis was 75%. An angioguard distal protection device was successfully placed in position distal to the lesion. There was good wall apposition with the filter and the vessel wall. The lesion was pre-dilated with a 3.5mm balloon (brand unk) at 6 atmospheres (atms). A precise stent was successfully placed at the lesion and post-dilated with a 4.5mm balloon at 6atms. After the stent was placed, the pt developed stroke symptoms of paralysis on his right side of the body and total aphasia. Edaravon was administered to the pt. He recovered from the symptom of stroke and out of the hospital now. An MRI confirmed a cerebral infarction located on the ipsilateral side. According to the physician, soft plaques mat have gone through the filter basket and cause the stroke. The pt has fully recovered and has since been released from the hospital.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2009-00053.